Event description:
Self-testing patient reports protime inr of 2.9 and subsequent treatment in ER for pain and treatment for bleeding in the hip. Subsequent ER inr result was 3.6 or 3.8 (patient unsure which). Patient reports therapeutic range is 2.5-3.0. Patient released from ER after treatment.

Manufacturer narrative:
Manufacturer evaluation / investigation: currently in process.